Manufacturer narrative:
Returned device was received in decent physical condition however, the top case is cracked/chipped by the front left and tight bottom corners. There is additional visible contamination. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were able to see the damage to the case, but were unable to duplicate the alarm. There was notable impact damage but no fault was found in the functionality of the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump had a broken top case and a secondary audible alarm failure. There were no reported adverse events.